Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009 in the pt's right (od) eye. The lens was explanted 3 days later, due to excessive vaulting. The lens was exchanged for a shorter lens. No pt injury.